Event description:
Folfox patient arrives to infusion for cadd pump disconnect of home 5fu pump. Upon arrival cadd pump was finished infusing, all settings were correct. However there was approximately 80 ml of fluid left in the bag. Patient denies any alarms over the past 46 hours. Chemotherapy was disconnected and placed in appropriate waste. Patient was in stable condition.